Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the atrial tachycardia/atrial fibrillation (at/af) episodes revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention or changes were reported and no patient consequences were reported.